Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke could was procedural related.

Event description:
During supraventricular tachycardia procedure, a stroke occurred. The patient was not on anticoagulation therapy prior to the procedure and no transesophageal echo was performed to rule out thrombus prior to the procedure. Following transseptal puncture and 15 minutes of heparin infusion, the catheter was inserted to map the tachycardia and a stroke occurred. The patient went into a coma and the right side of their body was paralyzed. An echocardiogram was performed and revealed no fluid in the pericardium and a CT scan revealed no brain hemorrhage. The patient was transferred to another hospital for a thrombolysis procedure. While treating the patient, an additional CT scan revealed an occlusion in the left cerebral artery. The thrombus was aspirated and the patient recovered and is asymptomatic. There were no performance issues with any abbott device and the physician does not believe the event was related to any abbott device.